Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d10.

Event description:
N/a.

Event description:
It was reported during use calls from the ccl to report an iab optical sensor failure alarm on a cs300. There is no harm to the patient due to this issue.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing was also returned. The optical fiber was found to be broken within the membrane approximately 2.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).